Manufacturer narrative:
Unique identifier (UDI): (B)(4). Reporter occupation is lay user/patient. The test strips were requested for investigation, however, the last strip in the vial was used on (B)(6) 2021. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Test strip retention samples passed the internal inspection. Retention testing data is reviewed and appropriate actions are taken as needed. The patient was on antibiotics at the time of the event. Product labeling states: "the action of oral anticoagulants (coumarin derivatives) can be increased or weakened when other medication is taken simultaneously (e.g. Antibiotics, but also prescription-free medication like pain relievers, antirheumatic medication and medication against influenza). This, in turn, can also lead to either an increase or a decrease in prothrombin time (inr). If other medication is taken, it is recommended that the prothrombin time be checked more frequently and that the anticoagulant dose be subsequently adjusted." Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received a report of discrepant inr results for 1 patient tested on coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter at 12:17 p.m. Was 7.7 inr. The result from the laboratory at 3:00 p.m. Was 5.0 inr. The patient¿s therapeutic range is 2.5 ¿ 3.5 inr.